Manufacturer narrative:
The unit was received with the following physical damage: cracked and bleeding lcd glass, scratched lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip. The displacement test could not be performed due to the lcd damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump screen was damaged. The customer's blood glucose level is unknown. No further details were given. The device was returned for analysis.